Event description:
It was reported that during a hemorrhoidectomy procedure, after the device was fired and surgeon re-engaged the safety, operator noted that the device partially fired the clips. Most of them were still attached to the device. So surgeon had to apply sutures manually. Surgeon also reports this problem provoked a prolonged hospitalization of the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The procedure performed was a starr for rectal prolapse and not a hemorrhoidectomy. The procedure was performed using 2 (B)(4). First the anterior resection was completed without any problem. Then, carrying out the posterior resection, the second (B)(4) was almost completely blocked at the moment of firing. The device partially fired the clips, which were not formed at all and no cut was made by the blade. Please note that, according to the surgeon, the indicator was completely in the right range for firing. After that, the device was removed and a wide laceration of the tissue was noted. Finally the procedure was completed performing the anastomosis by manual sutures. The patient has been discharged from hospital after 8 days, with a very normal post-operative course. The day after, the patient has been hospitalized and operated again for an acute para-rectal bleeding. The bleeding was drained and the manual sutures performed again. Now the patient is still hospitalized. I think that it's very improbable the correlation between the bleeding/second intervention and the device malfunctioning. Note that the (B)(4) is not indicated for starr procedure and rectal prolapse repair. This is off-label use of this device. The (B)(4) is indicated for a thinner tissue than the (B)(4). The (B)(4)can be used for starr, and is properly indicated for this procedure. Requesting confirmation of procedure that was done.

Manufacturer narrative:
(B)(4). Washer uncut additional information received on (B)(6) 2010: confirmation that the (B)(4) was used for a starr procedure. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.